Event description:
It was reported that at the pt's refill visit, the hcp said there was a huge difference in what the programmer said (just a few mls of drug) with what they pulled out of the pump (almost the entire 40 mls). The pump was replaced. No pt symptoms were reported. The drug being delivered via the pump was not reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.